Event description:
It was reported the patient underwent an initial hip procedure. Subsequently, the patient underwent a revision due to a suspected fracture of the femoral stem neck approximately 12 years and 10 months post-implantation. The patient experienced thigh pain and noted a ¿cracking¿ sound when rising from a seated position. Radiographs did not demonstrate a fracture; however, a CT scan raised suspicion for a femoral stem neck fracture. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00-7713-007-00 lot# 62163658 mod ml taper fem st 7.5. Cat# 00-8018-032-02 lot# 62291965 12/14 cocr femoral head 32mm +0. Cat# 00-6305-050-32 lot# 62069649 mod cup neutral lnr longev 50/52/54x32. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.